Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical UK for evaluation. Device logs from 2/1/2026 showed frequent battery insertion/removal toggling and battery communication failures, along with a last power-off event indicating device shutdown due to battery voltage dropping below 8v, consistent with a low battery condition. The communication faults would prevent low battery warnings prior to shutdown. Testing with returned battery and a known good battery reproduced the battery communication fault and toggling. The device remained capable of delivering therapy despite the communication fault. The battery communication board and battery contacts were replaced. One returned battery was replaced based on performance. It could not be determined if the battery was fully charged prior to the event. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.